Event description:
I rec'd laser treatment on my nose and cheeks for telangiectasias and diffuse redness. The aesthetician first used the cutera vascular laser (md: yag long pulse 1064nm) laser. This was followed by a treatment with laser genesis. Immediately following the treatment my skin was very red and there was blistering on my left cheek and the bridge of my nose. Over the course of the next few weeks, indentations, and visible damage began to appear. The first areas that appeared were a 3mm darkly pigmented indention on the right side of my nose, a 1-2mm indentation on the upper right side of my nose. Add'l indentations have appeared to include three 1-2mm indentations on the left side of my nose. My skin texture has changed and is very rough with an "orange peel" type texture. New spots of damage continue to appear. I notified the physician where the treatment was performed and she examined my skin. The physician thought that the damage would heal over time. However, there has been no improvement on the original indentations and add'l indentations have appeared. I also notified cutera and they indicated they would be notifying FDA of this adverse event. I have copies of my medical records. I also saw another dermatologist and he said this was scarring as a result of the laser treatment and was not optimistic that is would heal on its own.